Event description:
The pt is a (B)(6) female admitted to the medical center for surgery to repair a vaginal prolapse. The surgeon stated that he was performing a robotic sacrocolpopexy. During the procedure the j-hook da vinci instrument malfunctioned. The j-hook is a surgical instrument that is attached to the da vinci robot used to cauterize tissue (permanent cautery hook). One side of the yoke that secures the j-hook fractured; this caused the j-hook to move involuntarily perforating the bifurcation of the inferior vena cava. The surgery at that point had to be converted to an open procedure. Sutures were used to repair the two small perforations in the vein. This complication occurred at a point when the surgeon had paused during the surgery. His hands were not on the pedal controls for the j-hook. The pt did require units of blood as a result of the bleeding.